Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer had a motor jam about 9 months ago. Customer woke up yesterday to the pump making sounds and having a motor error alarm. Customer's blood glucose level was over 600 mg/dl yesterday. Customer called their health care professional who advised him to take 12 units. Customer was advised to take novalog. Customer stated that his blood glucose level is not coming down as fast as usual. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer also received 2 cortisone shots yesterday. Customer stated that he also ate a lot yesterday. Customer declined troubleshooting for high blood glucose levels. Customer stated that the pump had hairline cracks around the battery housing and a long crack where the pump hooks onto the clip. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The insulin pump was unable to perform basic occlusion, occlusion, prime, the excessive no delivery test due to motor error alarm. No motor jam or noise anomaly noted during testing. The motor was tested outside the insulin pump and passed motor test. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and cracked insulin pump belt clip slot.